Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that I was training accucath at the facility and the guidewire did not retract properly we are waiting to hear back if it was dislodged in the patient or not. No patient harm noted at this time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned device. The safety mechanism was engaged and correctly housing the needle. It was observed that the coiled distal tip of the guidewire was broken. A microscopic observation revealed the break at the distal end of the guidewire to have a granular fracture surface. The break appeared to be at a slight angle. Microscopic inspection of the needle bevel of the accucath ace did not reveal any significant damage from pulling the guidewire against the needle bevel. Because no obvious damage was observed along the needle bevel, it could not be determined what caused the break in the guidewire. This complaint will be recorded for future trending and monitoring purposes.